Manufacturer narrative:
(B)(4). Date sent: 1/8/2021. D4: batch # t5dy8r. H6: component codes: others (g07). Investigation summary. The analysis found that one ec60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted and no cartridge was returned for analysis. Although there is no direct evidence of use error, the instructions for use do contain the following: "caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws.". It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. H11=corrected data for medwatch sent on 12/4/2020= d9; h3. D9: device available for evaluation? Yes. D9: device returned to manufacturer? Yes. D9: date device returned to manufacturer? 12/4/2020. H3: device evaluated by manufacturer? No. H3: device evaluation anticipated, but not yet begun as of 12/4/2020, the date the initial mw was sent.

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Malformed staples. It was reported that during endoscopic radical resection of rectal cancer surgery, when severing unknown tissue , after fired, noted the staples malformed. Changed the new one to complete surgery . There was no patient consequence reported. No additional information can be provided.